Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe was defective. There was no patient impact.

Manufacturer narrative:
Analysis found that the unit was received in good cosmetic condition. Current software version is the most recent version. No deviations have been found. The unit has been successfully tested according to service repair instructions. (B)(4). If information is provided in the future, a supplemental report will be issued.